Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3/as compounder. According to the facility, the customer reported that the compounder had no alarm or complete led. This happened during use. The unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the customer reported unit freezing mid compounding" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A device history review was performed with no exceptions found that would cause or contribute to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A service history review revealed no previous service events were related to the reported condition.